Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed functional testing. The reported event was confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "rear_current_fail"; controller faults of this type are caused by an issue in the rear stator current measurement circuit or an anomaly in the actual current induced by external faults. There are no known clinical factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately thirteen months post heartware lvad implantation, the site reported that the patient experienced a controller fault alarm while connected to both power sources. The patient felt slight shortness of breath (sob), giddiness and palpitation. The patient was exchanged to his/her backup controller without any reported patient injury. Preliminary log file review confirmed a type of controller fault alarm that indicates all other alarms are disabled or off. Investigation is ongoing.